Event description:
It was reported that during a procedure to treat a totally occluded lesion in the proximal right coronary artery with heavy calcification and 100% stenosis, a 2.5x38 rx xience prime stent delivery system (sds) was advanced, but could not cross the lesion. The xience prime sds was withdrawn from the patient anatomy and a non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that the proximal shaft was separated. Additional reported information indicates that no proximal shaft separation was reported and the physician only stated that the device could not cross the lesion. Reportedly, the separation may have happened post procedure during packaging or transport. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Returned device analysis revealed that the proximal shaft was separated. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.